Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" first result in 2009 got a 1.4, doctor increased dosage. Twelve days later, got a 1.8, doctor increased dosage. The following day, 1.3 on meter, doctor increased dosage, after that, got another 1.3. Pt got sick and went to hospital and inr was 9.0. Vitamin k was given.

Manufacturer narrative:
Investigation: discrepant results (accuracy) inr results provided by end-user at the time complaint was filed: date: 2009, inratio: 1.4, date: twelve days later, inratio: 1.8. Both tests are done more than 3 hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid and no lab result is provided. Date: the following day, inratio: 1.3, lab: 9.0, mean: 5.15, confidence limits: unable to determine. Per tech service rep, time of testing between inratio and lab is not indicated. As noted above, three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Pt was given vitamin k. The mean is >5.0 and the difference is greater than 2.2 for the test the same day. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l testing/investigation is required. Product will be investigated when it is returned.